Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the check valve malfunctioned. There was no report of patient impact. The following information was provided by the initial reporter: date of incident: (B)(6) 2023. Product expiry date: 08-nov-2025. Number of defective product(s): 1. Concern description: issues with pulling from incorrect IV bag, back check valve issue.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the check valve malfunctioned. There was no report of patient impact. The following information was provided by the initial reporter: date of incident: (B)(6) 2023 product expiry date: 08-nov-2025 number of defective product(s): 1 concern description: issues with pulling from incorrect IV bag, back check valve issue

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of adapter / connector defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22115228 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10